Event description:
It was reported that the patient was admitted with continuous ventricular arrhythmia requiring defibrillation or cardioversion. This was said to be not related to the device. A surgical procedure/non-cardiac ablation was done. The patient was admitted until (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient experienced chest discomfort. The arrythmia did not result in clinical compromise. The patient had ventricular fibrillation in (B)(6) 2019, ventricular tachycardia (vt) in (B)(6) 2019 where an ablation was performed and atrial fibrillation in (B)(6) 2020 where ablation was performed. This was all prior to lvad implant. There was an ICD implanted on (B)(6) 2019. The arrythmia improved after the ablation. There was no vt in the device check but the patient was aware of anxiety and palpitations caused by repeated shock.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.